Manufacturer narrative:
The monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
The patient was appropriately treated 4 times by the lifevest during vf. After the first appropriate treatment, the patient¿s post-shock rhythm was asystole which then transitioned to sinus bradycardia at 40 bpm. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was reportedly conscious at the time of the event. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient was in the hospital prior to the event, during the event, and remained there following the event. The patient ended use of the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There were no adverse events associated with the monitor malfunction. *********************************** the monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. ********************************************** the patient was appropriately treated 4 times by the lifevest during vf. After the first appropriate treatment, the patient¿s post-shock rhythm was asystole which then transitioned to sinus bradycardia at 40 bpm. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was reportedly conscious at the time of the event. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient was in the hospital prior to the event, during the event, and remained there following the event. The patient ended use of the lifevest. No deficiencies were alleged against the device.